Event description:
Reportable based on analysis completed on 28oct2014. It was reported that crossing difficulties were encountered. The 90% stenosed, 27x2.75mm, eccentric, de novo target lesion with a lesion bend between 45 and 90 degrees was located in the moderately tortuous and moderately calcified left anterior descending artery. Predilation was performed with an unspecified balloon catheter. A 28 x 2.25mm taxus¿ liberté¿ drug eluting stent was advanced to treat the lesion but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed proximal stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system was returned for analysis. The tip od was measured which is within specification. A strut on the second most proximal row was raised vertically off the balloon material. This type of damage is consistent with the stent meeting resistance during the withdrawal of the device from the patient. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked 388mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).